Manufacturer narrative:
(B)(4).. The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 11:14:50. During night drain cycle one, the patient's ultrafiltration reading was 670ml, indicating the home patient (hp) drained 670ml more than their maximum programmed fill volume of 400ml. No additional information is available.